Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: c3 external reference patch us catalog #: crefp6 OEM, lot #: unknown; lasso nav variable eco us catalog #: d134301, lot #: 15734509l; smart touch unidirectional us catalog #: d133602, lot #: unknown. (B)(4).

Event description:
It was reported that there was noise observed on all electro gram channels. It was unable to rescue regardless of troubleshooting measures. Additional information was requested to obtain detailed information regarding the event and it was stated that the noise was on all channels, except body surface leads. The signal noise occurred on both carto and the recording system at the same, but it was less seen on carto system. It was also stated that the noise was bad enough to saturate all other noise. The physician was not able to interpret the both bs and all ic recordings with the presence of signal noise. The case was not completed and the patient was taken off the table. After we received this information we continue doing follow up regarding case cancellation questions and to know details about patient information and on (B)(6) 2013 it was confirmed that transeptal punctures were done and sheaths and catheters were in place when decision to cancel the procedure was made making this event reportable. Awareness date change to (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that there was noise observed on all electrogram channels. It was unable to rescue regardless of troubleshooting measures. The procedure was abandoned. Additional information was requested to obtain detailed information regarding the event and it was stated that the noise was on all channels, except for body surface leads. The signal noise occurred on both carto and the recording system at the same, but less seen on carto system. Servicing was not required by the account, however it was recommended to the customer to move the piu-cart away from location pad. For next case, the cart was placed at the foot of the patient table and there was no noise on either recording system or carto 3 system. The issue was related to lab environment. The system was functional. The DHR associated with carto 3 # 13238 was reviewed and there were no issues noted. The system met all specifications upon its release.